Event description:
Customer reported an issue with pump's touchscreen responsiveness, noting screen was frozen and unresponsive. There was no reported adverse impact to customer¿s blood glucose level. Customer attempted pump reset without success, leading technical support to arrange shipment of a replacement pump with updated software. Customer planned to use an alternative manual insulin delivery method to ensure continuity until replacement arrived. Customer was instructed on returning defective pump and acknowledged understanding of the procedures.